Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth/age is unknown. The patient¿s weight was reported as being approximately (B)(6). (B)(4) lot unknown. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an antegrade femoral nailing (afn) procedure on (B)(6) 2016. Following implantation of the nail, the surgeon encountered issues when inserting guide wires through the aiming arm and magenta sleeve assembly, which was needed in order to confirm proper length and positioning for recon locking with the 6.5mm hip screws. In order to adjust the position of the guide wires, the surgeon needed to move them anteriorly in the femoral head. To do so, an insertion handle was used and moved downwards toward the floor to achieve central positioning in the lateral plane. It was then noted that the wires were skiving off of the anterior surface and missing the recon apertures of the nail. Two (2) of the guide wires' tips ended up snapping inside the nail after initially becoming stuck. These broken tips were not retrieved during the procedure. A second afn consignment set was opened, but the surgeon ultimately decided to use a reamer drill to go into the nail; however, this was done without confirming proper position and length for the wires. The final position of the hip screws was said to be posterior to the femoral head, which may not provide adequate fixation for a patient close to (B)(6). The procedure was eventually completed with a sixty (60) minute delay and resulted in increased bone exposure and blood loss. It is unknown if the patient required a transfusion, but it was noted that the patient was transferred to another facility following recovery. Surgeon comments: the surgeon did not attribute the issue/delay to a device failure; rather, it was said that this is a common issue when attempting to change guide wire positioning or trajectory using an external aiming device (arm or jig). The surgeon explained that an insertion handle or aiming arm device often toggles when applying force upon a static nail. Implanted devices: afn nail, two (2) proximal 6.5mm hip screws, and two (2) distal 4.9mm locking bolts. This report is 2 of 8 for (B)(4).